Manufacturer narrative:
The manufacturer's field service engineer replaced the interconnections distribution panel and the keypad overlay to correct this issue. The device successfully passed performance specification testing after the repair was completed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
The customer reported that the ventilator is not switching on. There was no patient involvement.

Manufacturer narrative:
Method.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is not switching on. It was reported that this event occurred during clinical use. There was no report of patient or user harm related to this event.